Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture during patient use. The device was filled with a solution of 750 mg of vancomycin in 150 ml of normal saline. This condition interrupted therapy. There was patient involvement, however the facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The lot number was not provided. Therefore, a batch review could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.